Manufacturer narrative:
The incident is under investigation. A MDR follow up will be submitted when the final investigation has been concluded.

Event description:
Following the examination, the patient developed hives on the body and quincke's edema (angioedema) of the face. The mother of a 10-year-old patient contacted us. The child had undergone an examination with a pediatric cardiologist (the physician is not a customer of ambu gmbh). Following the examination, the patient developed hives on the body and quincke's edema (angioedema) of the face. The concerned mother subsequently requested a list of the product ingredients to support further evaluation at an allergy clinic. The requested ingredient list was provided to her. Only one electrode is available and will be taken to the allergy clinic for further assessment and investigation. Further information received: the mother of the 10-year-old patient, who herself works in the healthcare sector, contacted me by phone earlier today. According to her statement, her daughter experienced an anaphylactic reaction allegedly related to the use of electrode l-00-s/25. The mother reported that the reaction involved quincke's edema (angioedema), characterized by significant swelling of the face and eye area, as well as a widespread urticarial rash (hives) on the body. Patient outcome: unknown.